Event description:
It was reported that the lead dislodged for the second time. The sensing and threshold values were not optimal, so the physician elected to replace the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.